Event description:
The problem involved a defective port on a cobe laboratories, inc. Arterial line cartridge, 003-410-510, lot #71627n. These blood lines are used for hemodialysis treatment on cobe system 3 dialysis machines. Patient blood loss was estimated at approx. 340cc (approx. 100cc leaked from the defective port plus 2400cc blood discarded in lines and dialyzer). More serious outcome was prevented by dialysis staff. Staff noted blood leaking from the blood line/dialyzer connection and took appropriate action to prevent potentially life threatening patient injury.